Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the device has not been return for investigation. Therefore, no root cause could be identify. After the special software update and couple of restart, the device is not working properly. Then, as the customer is requested to perform a calibration and verification checks the device works fine.

Event description:
The customer reported that the bellavista 1000 detected a serious error and would not restart properly. The customer confirmed that there was no patient involvement associated with the reported issue.